Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) exhibited failure to sense. The icm was replaced and the procedure continued with the new icm on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to sense could not be confirmed. The device was returned for analysis. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.